Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and one opening curved on the patch/shell bond edge. Leak test and microscopic analysis was performed which identified: one sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge due to an unidentified (tear) opening. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left-side deflation. Additionally healthcare provider reported event of "contracted significantly." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.